Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they are trying to turn the stimulation down so they could drive but continues to see no device found screen even after resetting the controller. Patient stated the controller was at 80% and the implant was at 100% this morning. Agent asked - pt confirmed they can still feel the stimulation now so they know implant is not depleted. Agent had pt press recharge and pt saw passive recharge mode with 92 in the middle and then saw no device found again. Agent had pt reset controller and try to connect wirelessly; pt saw no device found. Agent had pt connect recharger and saw passive recharge with middle number 92 and dropped to 80 when recharger was taken off the skin. Agent reviewed best placement for the paddle and saw no device found screen again.the pt denied recent falls or trauma and said the no device found and implant battery site has been an issue from the beginning and an issue during trial as well. Pt mentioned their feet are completely numb. The issue was not resolved.